Event description:
It was reported that the right ventricular lead exhibited intermittent capture, high impedances and noise. The non-dependant patient was asymptomatic. The noise could be reproduced in clinic with isometrics. The lead was capped and replaced.